Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-00389. It was reported patient developed a hematoma at the lead insertion site. As a result, physician dressed the wound, applied steri-strips, and started the patient on a course of oral antibiotics as a preventive measure. The following MFR report numbers document that the leads were explanted: 3006705815-2018-03068, 3006705815-2018-03069.

Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-00389.